Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure a resolute onyx drug eluting stent was implanted successfully in the lad. Approximately 3 months post index procedure the patient expired. Cause of death is unknown. Investigator assessment was not reported.

Manufacturer narrative:
Cec adjudicated the death event as a cardiac death. Cec also adjudicated the stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.